Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) was dispatched to the customer's site. The stm evaluated the iabp and was able to reproduce the issue. The stm replaced batteries to fix this issue. The stm performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported during service test by the customer that the cs300 intra-aortic balloon pump (iabp) battery did not meet the runtime specifications. There was no patient involvement and no adverse event was reported.